Event description:
The healthcare provider attempted to turn on the programmer and it began to smoke and a burnt smell was omitted. No patient was involved and no consequence to the health care provider.